Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and cracked case near display window corners during visual inspection. The pump passed prime, displacement and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump was unable to perform occlusion test and excessive no delivery alarm test due to motor error alarms. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 486 mg/dl. The customer stated that she did not know that the insulin delivery stopped. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.